Event description:
Lens was removed and replaced without complication, due to improper iol power initially implanted resulting in an undesired refractive outcome.

Manufacturer narrative:
In 2009, (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic regurgitation and aortic stenosis. The device history record (DHR) review was completed on 10/02/2009, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made via fax for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the device was explanted after implant duration of approximately 101.6 months, due to unknown reasons. No further details were provided.